Event description:
It was reported that the patient came to clinic and an elevated white blood cell (wbc) count was noted on (B)(6) 2023. Blood cultures were performed in clinic and came back positive for bacteremia, and the patient was admitted to the hospital on (B)(6) 2023. The patient had no symptoms of infection and reported feeling fine. The patient continued to be monitored and a transesophageal echocardiogram (tee) was planned. The infection was treated with vancomycin and further cultures were ordered. The tee displayed mild aortic and tricuspid regurgitation as well as mildly reduced right ventricular systolic function.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that both the right ventricular failure and regurgitation were pre-existing conditions. The patient was given ceftriaxone and ampicillin through (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events of infection, tricuspid and aortic regurgitation, and reduced right ventricular systolic function could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas with no further reported issues at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. In the IFU section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including infection and right heart failure. The IFU also provides care instructions in reference to preventing infection as well as suggested responses in the event of infection. Additionally, the heartmate 3 lvas patient handbook provides care instructions in regard to preventing infection in several sections. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the lvad will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.